Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter was selected for use, and the guidewire got stuck in the handle after reloading. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter was selected for use, and the guidewire got stuck in the handle after reloading. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.